Event description:
Report received of an under-delivery in routine testing. It was reported that the pump was being tested by an abbott field service representative for routine testing and the pump under-delivered on channel b. There was no report of any adverse pt event while the pump was in use with a pt.